Event description:
The date of the event is estimated. (B)(6) performed a total knee procedure using #1 vicryl and quill srs #2 pdo to close the capsule, quill srs 0-pdo to close the subcuticular layer and staples for skin closure. Approx 6-8 weeks post procedure, the pt presented with a necrosis at the midpoint of the incision (approx. 2.5cm x 3.5cm). The surgeon performed a debridement of the wound and placed the pt on a wound vac system. Pt has progressed well.

Manufacturer narrative:
The date of this event is estimated. Samples were not available for evaluation. The lot code info was not provided. Therefore, the expiration date and manufacturing date are unk. One (1) other quill srs product was also reported. The product info is as follows: #2 pdo: model/catalog #: unknown; lot #: unknown; expiration date: unknown; device manufacture date: unknown; 510(k): k051609. Method: samples were not available for evaluation. Furthermore, without the item/lot code info, relevant portions of the device history records (DHR) and sterility records could not be reviewed. Results/conclusions: samples were not available for evaluation. No product evaluation can be performed. Angiotech reference: (B)(4). Item # ra-1067q / unknown, quill srs, 0 pdo / #2 pdo, lot unknown / unknown.